Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The customer mentioned noted debris inside the shaft and corrosion. It is beleived that the customer was using the non-recommended cleaning solution. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon observed debris possibly coming from the sheath. It was an appearance of metallic flakes is was small enough that it could not be seen by the naked eye only through the scope and camera.

Manufacturer narrative:
Additional information is make clear that the previous reportability decision for this event was reversed based on a retrospective review. The event is filed under internal karl storz complaint ID: (B)(4).